Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. Investigation results: woe hose,tubing,clogged debris buildup in the water filter. Damaged footswitch cable, blockage in the handpiece cable causing restricted water flow. Will replace damaged/worn components and recalibrate unit to factory specs upon estimate approval.

Event description:
While using a g124,cavitron selelct sps, they allege that when the water got to the handpiece, it was very little ,slow and warm; no injury resulted.